Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported failing 200ml rate accuracy test which were reproduced during evaluation and found to be caused by a failed pressure plate which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed a rate accuracy test. It was programmed with a volume to be infused of 200 ml with a flow rate of 800ml/hr. There was no patient involvement associated with this event. No additional information is available.